Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 2 pen ndl 32g 4mm needles were unable operate and the inner shield not attaching. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles would not twist onto the pen and the outer cap was loose so the needle would not attach. Date of event: unknown, samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned (16) opened 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported that the pen needles will not twist onto the pen, stated that the outer cap is loose so the needle will not attach. All 16 returned pen needles were examined, then tested for attachment using a test pen injector. All 16 tested samples were able to attach to the pen injector properly. Once the pen needle was attached the cover was able to be removed, and none were observed to be loose on any of the tested samples. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm needles were unable operate and the inner shield not attaching. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles would not twist onto the pen and the outer cap was loose so the needle would not attach. Date of event: unknown samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm needles were unable operate and the inner shield not attaching. The following information was provided by the initial reporter:   it was reported by the consumer the pen needles would not twist onto the pen and the outer cap was loose so the needle would not attach. Date of event: unknown. Samples: available.